Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 346 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support, an air bubble was found in the tubing. Customer changed out the infusion set tubing. Insulin delivery was resumed.